Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was unable to complete rewind sequence. Customer was traveling and he was unable to receive the insulin from the device for 4 to 5 hours. Customer's blood glucose was 426 mg/dl. Customer treated his high blood glucose with an insulin injection on the plane. After troubleshooting, customer was able to rewind the insulin pump. Customer will not be returning the device for analysis.